Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display had multiple vertical lines through the left side of the display screen. The display was faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration or line. The display wire was noted to have failed.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013. The display was faded, dim, discolored with vertical lines.